Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hematoma, hemorrhage, nausea, thrombosis, pseudoaneurysm, pain and vascular dissection are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects of hematoma, hemorrhage, pain, rash, nausea, thrombosis, pseudoaneurysm and vascular dissection, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. Estimated from 01/01/2016 to 12/31/2019 as it was stated that the data used in this article is from procedures that took place between january 2016 and december 2019. B5: the starclose device referenced in b5 is captured under a separate medwatch report. D4: the UDI is not known as the part and lot number were not provided in the literature. Attachment: article titled "safety and effectiveness of vascular closure devices in interventional radiological procedures".

Event description:
This study investigated the safety and effectiveness of vascular devices in interventional radiological procedures when compared to diagnostic procedures. The complication rates associated with the use of vessel closure devices such as starclose, perclose devices, and a collagen base closure device relative to neuro interventional and vascular interventional procedure were analyzed. It was found that the vessel closure devices were successfully deployed in 95.2% of the patients and perioperative minor complications were low. A total of 24 out of 529 patients with starclose or perclose devices developed immediate perioperative complications. Most complications were minor and did not require further intervention. The minor complications included oozing, small hematoma (< 5cm), large hematoma (> 5cm), hematuria, pain, emesis, hives, and bruising. Major complications included dissection and loss of arterial access. Additional intervention was required to treat the reported dissection and a cut down was used to address the loss of arterial access. Delayed complications, occurring between 24 hours and 14 days of initial procedure were reported. The delayed complications include retroperitoneal hemorrhage, distal thrombus, or aneurysm/pseudoaneurysm. The collagen based vessel closure device successful deployment rate was compared to the starclose and perclose and it was found that the collagen based closure device had higher rates of successful deployment. There were no significant difference in complication rates between all of the devices. Specific patient information is documented as unknown. Details are listed in the attached article, "safety and effectiveness of vascular closure devices in interventional radiological procedures"